Event description:
A user facility reported to olympus that the light decreased and then went out. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Olympus sales staff visited the customer and found that the xenon lamp bulb was expired and the lamp life was more than 500 hours. Upon replacing the xenon lamp, the reported problem was resolved. The investigation is ongoing and the conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned from the facility. However, the phenomenon was duplicated at the site, and it was confirmed that the phenomenon occurred due to the exceeded shelf life of the xenon lamp. Olympus will continue to monitor field performance for this device.